Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during use it was discovered that the battery was not storing electricity. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the battery did not store electricity. The device was not in clinical use at the time of event and there was no reported patient involvement. An analysis was performed by the customer only. Based on the results of the analysis provided by the customer, the reported problem was confirmed, and was determined to be due to a battery failure. The root cause of the battery failure was caused by the battery's age. The issue was resolved by replacing the battery and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.